Event description:
Per the clinic, the patient required frequent MRI imaging and the device did not have MRI compatible magnet and having an MRI with the splint kit was not possible due to pain. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another device on the same surgery date.